Manufacturer narrative:
The investigation for the reported placement signal issue has been completed. The impella device was not received from the customer nor was clinical information provided sufficient to determine the root cause. Therefore, the root cause of the reported issue could not be determined. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was attempted to be implanted with an impella cp device for mechanical circulatory support. During preparation, the device produced a "defective catheter" alarm when the pump was connected. The pump implant was aborted, and it was reported that there was no patient harm.